Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing of the camera head, the scope would not click into the video/lens adapter. Additionally, the cable was noted to be sticky/tacky. There were no reports of patient involvement.

Event description:
It was reported that during reprocessing of the camera head, the scope would not click into the video/lens adapter. Additionally, the cable was noted to be sticky/tacky. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of sticky/tacky cable was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage/cracked video connector and scratches on ccd lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: cause traced to component failure expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.